Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted during a lead revision procedure for an unknown reason. No additional adverse patient effects were reported.

Event description:
Additional information indicates that this lead had dislodged and there was no pacing. No direct adverse patient efffects were reported as a result.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.